Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros troponin I es result from the 1st serial sample collected from a single patient tested on a vitros eciq instrument. The most likely assignable cause is an unexpected instrument performance. An ortho clinical diagnostics field engineer performed service actions to multiple subsystems of the instrument. Following these service actions, acceptable tropi es performance was obtained.

Event description:
The customer observed a non-reproducible higher than expected vitros troponin I es result from the 1st serial sample collected from a single patient tested on a vitros eciq instrument. 1st serial sample: 0. 11 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. (B)(4).